Event description:
A dreamstation 2 advanced auto CPAP was returned to the third-party service center due to the initial complaint of device will not turn on and tried multiple power sources. The device had previous issues of shutting off randomly. During the evaluation it was noted that the device's printed circuit assembly is burned. The investigation is ongoing. The device will be forwarded to the manufacturer service center for further investigation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
A dreamstation 2 advanced auto CPAP was returned to the third-party service center due to the initial complaint of device will not turn on and tried multiple power sources. The device had previous issues of shutting off randomly. During the evaluation it was noted that the device's printed circuit assembly is burned. The investigation is ongoing. The device will be forwarded to the manufacturer service center for further investigation. Further evaluation information was received from the third-party service center. During the evaluation, the modem was found burned. The blower outlet seal/isolator, blower, blower box, and iso port were contaminated. The ui bezel plus was damaged and the heater plate was found with functional failure. The device has been forwarded to the manufacturer for further evaluation. The manufacture's investigation is ongoing. If any additional information is received, a follow-up report will be filed.